Event description:
An elderly customer from the (B)(6) contacted customer service about his contour usb meter. He stated that he tested his glucose one evening before going to sleep and received a reading of 6.1 mmol/l. He alleged that he had a hypoglycemic episode immediately after testing. The customer did not provide any add'l info about the event. He was contacted after the initial call about returning his products for eval, but he declined, stating everything was working properly.